Event description:
Boston scientific crm received information that the patient with this coronary sinus lead experienced a pneumothorax during the lead revision procedure. The patient claimed she had to be rescued due to the injury. The patient also was concerned that her device battery was depleting too quickly. Medical records indicate the patient's left ventricular (lv) lead was revised in (B)(6) 2006. A boston scientific crm technical services consultant recommended the patient discuss how the device was being used and what impact device programming would have on the longevity. The patient also expressed concern regarding a competitive lead recall, but technical services discussed that the patient did not have a recalled lead implanted. The patient has since threatened litigation however as of today a formal complaint has not been received.

Manufacturer narrative:
The device was explanted and returned following the patient's death. There were no allegations against the functionality of the device after the patient's death. Upon receipt, visual inspection noted minor scratches on the device case. There were holes in the ra+, rv+, and lv- seal plugs; all other seal plugs were intact and all set screws operated normally. The battery status was middle of life with a monitoring voltage of 2.56v. No further analysis was performed on the device due to being placed on legal hold.